Event description:
According to the reporter: the surgeon has reportedly had granulomas and hypertrophic scarring. The surgeon also stated that the needles are reportedly weak, bend, and tips break, and needles detach. There was no specific case reported and no further details are available from this customer.

Manufacturer narrative:
(B) (4). (B) (4).